Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility and will not be returned.